Event description:
It was reported that the customer was hospitalized in intensive care unit for non-diabetes related issue. Caller stated that while the customer was in the hospital his insulin pump broke and he developed high blood glucose. The blood glucose reading at the time of hospitalization was 298 mg/dl. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.